Event description:
It was reported that the deep brain stimulation (dbs) patient had been treated with emergent paddle defibrillation for cardiac arrest. After the cardiac defibrillation treatment, the patient experienced difficulty communicating with the implantable pulse generator (ipg). The patient underwent a revision procedure to replace the ipg and was doing well post-operatively. The explanted ipg was destroyed by the medical facility.